Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field, a migration of the active electrode out of cochlea over time seems very likely. This is a final report.

Event description:
On 28-nov-2022 the user reported that the hearing performance with the device had become worse. An x-ray was taken which showed the electrode lead was pulled out of the cochlea. Re-implantation took place on (B)(6) 2022. According to the explant report there were 6 channels out of the cochlea at the time of explantation.

Event description:
On (B)(6) 2022 the user reported that the hearing performance with the device had become worse. An x-ray was taken which showed the electrode lead was pulled out of the cochlea. Re-implantation took place on (B)(6) 2022. According to the explant report there were 6 channels out of the cochlea at the time of explantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.